Event description:
As reported by an affiliate, a female pt was admitted for treatment of a 90% stenosed atrioventricular branch lesion. The lesion was described as de novo, highly calcified and moderately tortuous. The lesion was pre-dilated with a 2.5x10mm balloon. A 2.5 x 8mm cypher was delivered to the target lesion. The physician attempted to inflate the balloon to 16atm, but the balloon would not inflate at all. The physician did not suspect a balloon rupture. The device was removed and a new 2.5 x 8mm cypher was successfully implanted using the same inflation device. There was no reported pt injury reported. The device appeared normal prior to use and will be returned for analysis.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.